Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved, enduser alleges that sam350p unit will not power on with known working pad pak; non fsca unit.